Event description:
It was reported that the pt's family member found a broken epidural catheter lying on pt's bed. An attempt to remove the approx 6" retained piece from insertion site was unsuccessful. Anesthesiologist was notified and was also unsuccessful in his attempt to remove. Pt was placed in an "extreme flexed position" and another anesthesiologist successfully removed the retained piece with tip intact.